Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue could not be reproduced and a definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which state: warning ¿¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
He device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to water leakage, the electrical connector had corrosion. The additional evaluation findings were as follows: the adhesive on the bending section cover had a chip and due to wear of the angle wire, bending angle in the "up" direction did not meet standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had no image and a damaged optical fiber. The issue was found during preparation for use. There was no patient/user harm reported.